Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: three customer samples were received in the original eclipse shelf carton with the top torn off. Visual inspection of the returned samples found a hole in the side of the green IV shield for two samples. One of the two samples was missing the np shield. Inspection of the third sample identified no defects.. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5033715. Conclusion: the root cause was a shielder jam due to fallen parts in the rail. The machine was cleared and checked for any additional parts in the rail. Isolated incident and not representative of overall batch.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had one needle with a damaged green sleeve (hub), and a 2nd needle did not have clear needle cover or green sleeve. There was no injury or medical intervention reported.